Manufacturer narrative:
Device has been returned for evaluation. The customer¿s complaint of defects of distal end was confirmed. The service technician confirmed the probe unit was broken and missing a piece. It was also noted that the optical portion of the image was blurry and there were a few non-olympus repaired parts. The cause can be attributed to a damaged component failure. No further information was reported. This MDR is being submitted retrospectively as part of a remediation effort related to recent system and process changes. A CAPA has been opened to manage the actions related to remediation of this issue and any required MDR reporting.

Event description:
The customer reported to olympus during preparation for use, the white tip at the end of the scope was broken. The device was not used in the procedure. There was no patient involvement.

Manufacturer narrative:
This supplemental report was submitted to provide additional information to MDR# 8010047-2020-06839. The original equipment manufacturer (OEM) performed a device history record review and no abnormalities were noted. An investigation was completed by the OEM and determined that there is no manufacturing, material or processing related cause for this failure mode. Since the dislodgement of the distal end has been confirmed from the image, it is considered that external force was applied to the tip. It is speculated that the external force applied to the apical region resulted in the generation of this phenomenon. Olympus will continue to monitor the field performance of this device. To mitigate the risk of damage to the device the instructions for use provides the following: important information: please read before use. Do not apply shock to the distal end of the insertion section,particularly the ultrasonic transducer and the objective lens surface at the distal end. Visual abnormalities may result.